Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the vacuum failed and the tip of the probe tip had broken off inside the eye. The tip was removed and procedure completed with no patient harm. The hospital will monitor situation during post-up evaluation. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. No sample has been returned for evaluation. Photos of the product are attached to the parent complaint and have been reviewed by the manufacturing site. The photos confirm that the tip was detached from the probe needle. The provided photos confirmed the tip was detached from the probe. A suction issue could not be confirmed from this evaluation. However, no sample was returned and the device history record review of the lot number provided indicated product was processed and released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown. An investigation for the tip issue seen during the evaluation of this complaint sample has been completed. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. One opened probe was received with a tip protector in a tray for the report no suction and tip detached. The tip of the probe was also received taped to a piece of gauze. Photos of the product are attached to the parent complaint and have been reviewed by the manufacturing site. The photos confirm that the tip was detached from the probe needle. The returned sample was visually inspected and found non-conforming with the needle broken at the port. Functional testing could not be performed due to the tip being broken. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area and several other locations along the inner cutter. The sample was then retested for aspiration with the probe driver was found conforming. The reason for the initial aspiration test failure is unknown; however, it could be due to an interference within the probe or in the aspiration path. Once the interference was removed by flushing the aspiration line with the syringe the probe then functioned properly. The complaint evaluation confirms the probe tip is broken. Aspiration testing was not able to be performed on the returned probe due to the broken tip therefore the condition of aspiration could not be determined. The exact root cause of the broken tip cannot be determined from this evaluation. The exact root cause for this complaint is unknown. An investigation for the tip issue seen during the evaluation of this complaint sample has been completed. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).